Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for an unspecified time occurred. Data was evaluated and the allegation was confirmed as signal loss for over 1 hour. The probable cause was determined to be the transmitter and application were unable to establish a connection. The reported event of a signal loss for an unspecified time is reportable based on the finding of a signal loss for over 1 hour. No injury or medical intervention was reported.